Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system and the stent were returned separately. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The stent being bent over its entire length was threaded on a guidewire. At one end several struts are strongly bent whereas few struts are mildly bent outwards in the center and at the other end. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined number of samples is tested from every lot and the stent retention force is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (cto, 99 percent stenosis degree) in a moderately tortuous part of the mid lcx. After pre-dilation of the lesion (no further information available), the affected device was introduced into the patients body but the stent dislodged from the balloon before reaching the opened cto segment. It was specified that the stent slipped proximally from the balloon and could be retrieved via the balloon.